Event description:
On 11/09/2009, the patient's father reported that a few months ago, the patient had elevated blood glucose readings up to over 500 mg/dl with his normal range being 120-150 mg/dl. Symptoms were nausea and weight loss. He stated they finally figured out they had incorrectly programmed the patient's insulin infusion device. They reprogrammed the device correctly and the patient's readings returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.